Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. After releasing the occluder from the cable, it appeared that the right side of the disk slipped into the laa causing a slight gutter. The decision was made that this was minor, and the procedure was concluded. The patient was preparing for discharge when they coded. It was determined that there was a drt as a result of the gutter that embolized. CPR was performed and the patient went in for a balloon angioplasty. The patient was reported as recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. After releasing the occluder from the cable, it appeared that the right side of the disk slipped into the laa causing a slight gutter. The decision was made that this was minor, and the procedure was concluded. The patient was preparing for discharge when they coded. It was determined that there was a drt as a result of the gutter that embolized. CPR was performed and the patient went in for a balloon angioplasty. The patient was reported as recovered. Subsequent to the initially filed report, the following information was received that: the device was sized via transesophageal echocardiogram (tee). The device slipped down the coumadin ring, where the long axis of the left upper pulmonary vein meets the roof of the left atrial appendage. When it slipped, a gutter or trough was left where the device was originally placed. The patient remained hemodynamically stable throughout the implantation procedure. The patient coded between 6-12 hours after the procedure. It was seen via transthoracic echocardiogram (tte) and tee, that the device related thrombosis (drt) embolized to this gutter location. The device was not explanted. The patient was reported as discharged.

Manufacturer narrative:
An event of device migration and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.